Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for previous skin scar excised during (B)(6) 2005 procedure and records prior to (B)(6) 2005 were not provided.] On (B)(6) 2005 (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incisional abdominal wall hernia. Postoperative diagnosis: incarcerated incisional abdominal wall hernia. Name of procedure: repair of incarcerated abdominal wall hernia using dual mesh. Anesthesia: general endotracheal. Procedure in detail: ¿the patient was kept in the supine position. General endotracheal anesthesia was given. The patient¿s abdomen was prepared and draped exposing the operative site. A foley catheter was inserted in the bladder and left. After the patient was properly prepared and draped, I made a vertical midline incision in the lower abdomen excising the previous skin scar. In the infraumbilical area at first I encountered one incisional hernia which is incarcerated with omentum, then later on I found two other incisional hernias which were also contained incarcerated omentum. I excised all the hernia sacs and I opened the abdomen. All the omental attachments to the peritoneal wall were dissected. I decided to repair the hernia using a dual mesh. This was accomplished by attaching the dual mesh to the fascia and peritoneum using one prolene in an interrupted fashion. The jackson-pratt drain was placed in the area and was brought out by separate stab wound and the subcutaneous tissue was approximately by using 2-0 chromic in a continuous fashion and the skin was approximated using skin staples. Clean dressings were applied. The patient tolerated the procedure well and was sent to the recovery room in good condition.¿ on (B)(6) 2005 (B)(6) medical ctr [center]. Implant record. Type: graft. Implant: mesh dual 8 x 12 1dlmc02. Qty. 1. Manufacturer: wl gore. Lot #/batch #: 03300659. Cat #/serial #: (B)(4). Size: 8 x 12. Exp. Date: 09/19/09. The records confirm a gore® dualmesh® biomaterial (1dlmc02/03300659) was implanted during the procedure. Records between (B)(6) 2005 and (B)(6) 2007 were not provided. On (B)(6) 2007 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional abdominal wall hernia. Postoperative diagnosis: recurrent incisional incarcerated abdominal wall hernia. Name of procedure: repair of incarcerated recurrent incisional hernia using c-qur edge mesh. Anesthesia: general endotracheal. Findings: ¿the patient had recurrent incisional abdominal wall hernia and the omentum got incarcerated in the hernial sac. In the past I repaired the lower incisional abdominal wall hernia and this time she developed an incisional hernia above the previous incisional hernia.¿ procedure in detail: ¿after the patient was kept in the supine position general endotracheal anesthesia was given. The patient¿s abdomen was prepared and draped exposing the operative site. Preoperatively, I marked the area of the hernia. I made a vertical midline incision about 3 inches above the umbilicus and I carried this down to the previous upper part of the incisional scar. After opening the peritoneal cavity, I found the recurrent incisional hernia just above the umbilicus. In the lower part I had to cut the previous dual mesh in order to gain entrance. Then, the omentum that was attached to the previous mesh was also released and the omentum that got stuck in the incisional hernia was excised. The bleeding vessels were ligated by using 2-0 silk. I decided to close the fascial defect with c-qur mesh. This was accomplished by approximating the mesh to the fascial edges all around using 1 prolene in an interrupted fashion. A jackson pratt drain was placed in the subcutaneous tissue and the subcutaneous tissue was approximated by using 2-0 chromic in an interrupted fashion. The skin was approximated by using skin staples. All the instrument and lap count was found to be correct. Clean dressings were applied. The patient tolerated the procedure well and was sent to recovery room in good condition. The jackson pratt drain was secured in position by using 3-0 nylon.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2007 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for ¿previous hernia repairs¿ were not provided.] On (B)(6) 2005: (B)(6) medical center. (B)(6), md. History and physical. Pain in the lower mid abdomen since 03/07/05. No vomiting, radiation, dysuria. Had a normal bowel movement day of admission. History of laparoscopic cholecystectomy, 3 cesarean sections, sleep apnea. Occasional smoking. Abdomen exam: tenderness in suprapubic area, also in the midline between umbilicus and suprapubic area, mild tenderness in supraumbilical area. No tenderness in the right upper quadrant, epigastric area, left upper quadrant, right lower quadrant, minimal discomfort in the left lower quadrant. Previous cesarean section scars in lower abdomen, vertical fashion. Impression/plan: lower abdominal pain, admit, IV fluids, workup. On (B)(6) 2005: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Impression: anterior pelvic wall hernia presenting in the infraumbilical region. The hernia is relatively narrow necked and increased attenuation in the peritoneal fat suggests the possibility of vascular compromise which might account for the patient¿s symptoms. Clinical correlation is necessary. On (B)(6) 2005: (B)(6) medical center. (B)(6), md. Discharge summary. CT of abdomen revealed incisional abdominal wall hernia which was incarcerated. I repaired incarcerated incisional abdominal wall hernia using dual mesh on 03/11/05. White count was elevated, urine culture and sensitivity there was methicillin-resistant staphylococcus aureus, started tobramycin and vibramycin. Postoperatively developed ileus, more pain and discomfort, did not have a bowel movement for a couple of days, gradually improved. Discharged on regular diet, instructed not to lift anything over ten pounds for at least one month. On (B)(6) 2006: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Impression: two anterior abdominal wall hernias are identified, one just above the level of the umbilicus to the right of midline and containing mesenteric fat as well as some increased attenuation within the mesenteric fat which may be on the basis of vascular compromise. No evidence of bowel within this hernia. Two nodes are identified. An additional lower anterior abdominal wall/anterior pelvic wall hernia is identified to the right of midline and appears to be adjacent to a mesh type screen placed from previous hernia surgery. Mesenteric fat is seen within this region along with some increased attenuation which may represent some vascular compromise, no bowel is seen extending into this hernia. On (B)(6) 2006: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: right lower quadrant pain. Findings: comparison to 08/22/06. The previously seen hernia mesh is again noted in the infraumbilical anterior abdominal wall. Multiple regions of herniated fat are noted associated with this hernia mesh. The fat is noted just superior to the mesh in the right paraumbilical region with no bowel loops contained in this herniation and no significant inflammatory changes identified. An additional focus of herniated omental fat is noted along the left side of the hernia mesh without significant herniation. Along the inferior right border of the hernia mesh, there is more herniation of omental fat which demonstrates significant increased density of the fat suggestive of inflammatory changes or incarceration of the fat. These changes appear slightly more prominent than in comparison with the prior exam. No free fluid is noted within the abdomen or pelvis. Impression: interval increase in size of right lower quadrant ileocolic lymph nodes which may represent sequela from enteric infection or mesenteric adenitis. Again, noted are multiple herniations of intraabdominal fat surrounding the hernia mesh in the infraumbilical region, one of which appears to demonstrate more increased density than on the prior exam suggesting possible incarceration. On (B)(6) 2006: (B)(6) medical center. (B)(6), md. History and physical. Presented to the emergency department with fever, lower abdominal pain on and off for the past several months. Had extensive workup, was recently seen by gyn doctor who did a dilation and curettage, also had had what sounds like a hysteroscopy. Abdomen exam: obese, questionable recurrent hernia in the right side of lower midline incision. Impression/plan: urinary tract infection, recurrent incisional hernia, do not think needs emergent repair, will address hernia at later date. On (B)(6) 2007: (B)(6) medical center. (B)(6), md. History and physical. Came to the emergency room with abdominal pain, known to have incisional hernia for the past several months. Gynecologist a hysterectomy. I offered her that at the time of the hysterectomy a general surgeon could repair hernias, so far, did not get this done. History of chronic obstructive pulmonary disease, gastritis. Impression/plan: possible incisional abdominal hernia causing pain, CT abdomen, observe. On (B)(6) 2007: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Findings: there is a mesh in the abdominal wall. At the level of the umbilicus, there is two eventrations; the largest on the right side that is occupied by the greater omentum, that rent in the abdominal wall in the right side measuring approximately 2cm and the fat omental eventration measures approximately 7.5cm and at the same level on the left side, there is a rent of approximately 1.3cm with a fat herniation of approximately 2.1cm in diameter. There is a radiodense mesh that is trying to attach both rectus abdominis muscle. There is another eventration that is approximately 6cm below at the level of the attachment of the right border of the mesh with the right anterior abdominis muscle. At this level, there is another eventration occupied by an omental fat herniation measuring approximately 3.8cm and the rent approximate is 0.8cm in diameter. Impression: there are three eventrations; one on the right and one on the left of the umbilicus occupied by fat of the greater omentum and the third is distal to the right side in between the right border of the mesh and the medial border of the right abdominus muscle that is occupied by omental fat . On (B)(6) 2007: (B)(6) medical center. (B)(6) md. History and physical. Pain and swelling to the right of the umbilicus, pain with coughing/sneezing. Impression/plan: recurrent incisional abdominal wall hernia, repair. On (B)(6) 2007: (B)(6) medical center. (B)(6), md. Pathology. Specimen #: s07-1562. Diagnosis: incarcerated omentum, 174 g, incisional hernia repair: patchy fat necrosis. Rare foreign body granuloma. Gross description: in formalin weighing 174 g is a 18x12x2 cm sheet of lobulated adipose tissue consistent with omentum. Palpation and serial sectioning are unremarkable. Representative sections are submitted in four cassettes a-d. Microscopic description: sections show benign adipose tissue consistent with omentum. There are rare tiny foci of fat necrosis (slide a). Slide b includes a portion of benign unstimulated lymph node. A tiny focus of fat necrosis is also present on slide c. Slide d contains a tiny foreign body granuloma with non-birefringent foreign material. Slide summary: 4 h&e. Specimen: omentum. On (B)(6) 2007: (B)(6) medical center. (B)(6), md. Discharge summary. Recurrent incisional abdominal wall hernia repaired with mesh. Developed ileus first 1-2 days. Began tolerating diet better, had bowel movement, discharge home on regular diet, to use abdominal binder. On (B)(6) 2007: (B)(6) medical center. (B)(6), md. Emergency room visit. Left lower abdominal pain, fever for 3 days. Discharged home. Advised to follow-up with dr. Donepudi tomorrow. Records between 04/15/07 and 07/25/13 were not provided. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional abdominal wall hernia. Postoperative diagnosis: recurrent incisional abdominal wall hernia. Procedure: repair of recurrent incisional abdominal wall hernia using stratus [sic] mesh. Anesthesia: general endotracheal. Findings: the patient had a large incisional hernia in the lower midline incision pocketing subcutaneously into the left lower quadrant of the abdomen in the suprapubic area. There are two small incisional hernias, one to the right of the umbilicus and one just above the umbilicus to the right. There was also a previous graft present. There is a large amount of omental attachments to the peritoneal perineum. Procedure: ¿after the patient was kept in the supine position general endotracheal anesthesia was given. A foley catheter was inserted into the bladder and the abdomen was prepared and draped exposing the operative site. The hernia is in the infraumbilical and suprapubic area. I made an elliptical incision and excised the previous scar in the midline. The incision was deepened and the larger hernia sac was right under the subcutaneous tissue in the suprapubic area. The abdomen was opened and the sac was opened the sac was excised partially. The specimen was sent to the pathology lab. The remainder of the scar tissue was excised both subcutaneously and on the skin. The previously placed graft, most of it was removed including the scar tissue. All the fascial edges were defined superiorly inferiorly, laterally. The two small defects that were present to the right of the umbilicus were approximated by using 1 prolene in an interrupted fashion. I measured the hernial defect and it is about 15 centimeters in length and about 6 centimeters in width. I chose a 10 x 20-centimeter stratus graft and this was trimmed on the corners and this was approximated to the fascia and peritoneal edge using 1 prolene in a continuous manner. The excess stratus graft was cut at the end to fit the size of the defect. After the defect was closed I put a jackson pratt drain and it was brought out by a separate stab wound. This was secured in position by using 3-¬0 nylon. The subcutaneous tissue was approximated by using 2-0 chromic cat gut and the skin was approximated by using skin staples. The lap and instrument counts were found to be correct. Right at the end of the procedure one needle flew off the table and so one needle was missing but the x-ray will be done. Estimated blood loss is about 50 milliliters. The patient tolerated the procedure well and was sent to the recovery room in good condition. ¿ on (B)(6) 2013: (B)(6) medical center. Implant sticker. Strattice, 10 x 20. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Pathology. Specimen #: s13-4588. Diagnosis: hernia sac with reactive fibrosis. Gross description: in formalin weighing 12.5 g is an 8x6x0.1-0.2cm membranous sheet having shiny surface on one side. No focal abnormality noted. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Impression: the large umbilical infraumbilical eventration occupied by the transverse colon, right colon, second and a small bowel loops without evidence of obstruction. Retraction of the mesh to the right side of the eventration with soft tissue density that could correspond to fibrosis but we cannot rule out chronic infections surrounding the mesh. Diverticulosis of the sigmoid colon. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: chronic non-healing wound secondary to strattice mesh per dr. Donepudi. Postoperative diagnosis: chronic wound infection with foreign body mesh and suture. Procedure: wound exploration and removal of prolene suture knot with length of suture and non-adherent mesh. Estimated blood loss: 2 cc¿s. Anesthesia: general. Procedure: ¿the patient was prepped and draped in the sterile fashion. The previous incision that was chronically drained from the umbilicus was explored. I placed a stat in the base and was able to grasp a hold of the suture, pull it up and then find the knot. The knot was then cut and the suture was about 10 centimeters long and it was removed. Down deep in the wound I opened and excised the old scar and got down to the wound and found some necrotic mesh which was loosely adherent and was removed. There was then noted to be granulation tissue and an opening in the fascia. We do not want to enter into the abdomen as there may be bowel adhere. There was no signs of any drainage at this time and no bowel staining. We irrigated the wound, created hemostasis with cautery on the edges. The wound was then packed with gauze and covered. Blood loss was minimal. Counts were correct.¿ on (B)(6) 2013: (B)(6) medical center. (B)(6) md. Pathology. Specimen #: s13-7335. Diagnosis: mesh and suture. Gross description: in formalin are two 2x0.4x0.1 cm 5x1x0.1 and 5x1x0.1 cm irregular fragments of white synthetic material and a 2 cm segment of blue suture material containing multiple knots. On (B)(6) 2014: [missing records: an operative report for ¿exploration of abdominal wound and culture of wound¿ were not provided.] On (B)(6) 2014: (B)(6) medical center. (B)(6), md. Pathology. Specimen #: s14-1813. Diagnosis: mesh and suture. Gross description: received in formalin designated mesh and suture and consists of an irregular portion of white to pink, plastic-like mesh material measuring 4x2x0.1 cm and multiple irregular portions of collected blue suture measuring 3x2x0.1 cm. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: revision, adhesions. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.